Manufacturer narrative:
Internal report reference number: (B)(4) . Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc 61: improper use / mishandled by end user note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern unable to establish contact with customer at this time.

Event description:
Consumer complaint received via medwatch report mw5094237. Event description: date FDA received: 22-apr-2020 ,voluntary 23-apr-2020.(B)(6) refused to provide me test strips for my freestyle test strips. I was given by (B)(6) true metrix self monitoring blood glucose system. For the past months, I have gone through two bottles of test strips and have not received only one test result. All error messages. Mckeeson's so-called technical support's person I talked to refused to answer my questions regarding this glucometer. This meter constantly gives an e zero error message. On (B)(6) 2020 was the only day I actually got a result. I have had to stick myself up to fourteen times and only to receive the e-0 error message. I have missed some days so I can save some strips to use. Trying to contact someone at mckesson is impossible. Dates of other days of testing is not showing on the meter. The lancet barely pierced my skin. I had to use the lancet device of the freestyle lite in order to try to get a hint of blood. The mckesson lancet is very weak. I had it raised to five. FDA safety report ID# (B)(4). Customer had previously contacted thi on 02/25/2020, reference case number (B)(4) (inquiry call).